Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a pseudotumor. After review of medical records, it was stated that the patient was revised to address pain, pseudotumor and osteolysis. Revision notes reported erosion of proximal femur, extensive osteolysis, metallosis, very vertical acetabular component, large tissue mass psuedotumor formation, extensive osteonecrosis, and cyst on the posterior wall. Lab data shows cobalt ion level is above 7 ppb. Doi: (B)(6) 2005; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.